Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a mild case of diffuse lamellar keratitis (dlk) at 1 day post-operative exam on both eyes (ou). Topical steroid dosage was increased to treat the dlk. The surgery center indicated there was no loss of visual acuity. The patient had no complaints and no subjective symptoms. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/20 -2.25 x -.25 x 160; left eye pre-op 20/20 -2.00 x .00 x 90.